Manufacturer narrative:
(B)(4). The rt105 adult inspiratory-heated breathing circuit is not sold in the USA but is similar to a product which sold in the USA. The 510(k) number for that product is k983112. Method: the complaint rt105 adult breathing circuit was returned to fisher & paykel healthcare for visual inspection. Results: visual inspection revealed a hole about 13cm from the connector in the returned dryline tube. A lot check revealed eight other complaints of this nature for lot number 111114. Conclusion: it was identified that damage to the rt105 dryline tube could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt105 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported to a distributor that an rt105 adult inspiratory-heated breathing circuit failed the ventilator leak test before patient use, and that they found a hole in the dryline.